Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. .a review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4). Problem description: check IV set error when connecting to pcu. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed failure mode of lvp when attached to pcu. "Check IV set." Data from bottle sensor output a bit too high. (With no set: 1.0293v). Changing bottle sensor,but first will measure the thickness spec. Of each sensor. Measured spec.: bottle = 0.3240, patient = 0.3245; new set: bottle = 0.3250 patient = 0.3245. Bench test occluded at 10.4 psi. Production pressure occlusion test 2 stations: 10.3 and 9.8 psi. Conclusion: check IV set error will occur when algorithm does not function due to sensors being out of spec. Rework: none. Disposition: route to service for normal process.